Event description:
A patient reported blood glucose results of "540 mg/dl" with a lifescan meter and "130 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Event description:
It was reported that three to four days post of a laparoscopic cholecystectomy the patient returned to the ER presenting with pain and vomiting. Prior to the patient returning the surgeon had placed a drain during the original procedure due to the patient had pancreatitis; the drain was removed 24 hours post op and the patient was released home at that time. The surgeon performed an endoscopic retrograde cholangiopancreatography (ercp) on the patient when they returned and decided to place a drain due to a bile leak found after testing. The (ercp) procedure was performed in the endoscopy suite. It is not known if the patient was admitted or released home.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow-up #1 (09/19/2012) - device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2010 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #3 (09/20/2012): correction = the description to follow-up #2 submitted on 09/19/2012 should be - follow-up #2 (09/19/2012) - device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2010 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.